Event description:
Shocking at epigastric area. The patient fell when playing tackle football with her son. After the incident the she started to feel a shocking sensation in her stomach area. Patient was seen by the managing/surgeon provider, a full system exchange was recommended and performed on (B)(6) 2025, there were no complication reported by physician during the procedure. The system was not sent out for testing due to the issue only being reported after it was already disposed.